Event description:
The customer reported to olympus technical assistance center (tac), the evis exera iii video system center freezes the images when the user presses the scope button. There was no report of patient harm associated with this event.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the image would freeze when pressing the scope button when connected to the endoworks computer. Tac informed the customer it was necessary to know the setting of the scope switch as the setting could cause it. If the button was set to freeze, when the button was depressed, it should freeze. At the time of the call, the customer was not with the unit, which had prevented troubleshooting. Tac provided instructions to the customer on how to check the scope switch setting, along with sending the user manual for reference. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.